Manufacturer narrative:
Correction: initial reporter first name, initial reporter last name, omit g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g codes.

Event description:
It was reported from the bone marrow transplant inpatient unit that a secondary infusion of cytarabine started on april 26th at 2100 hours at a rate of 24 ml/hr that would infuse over 24 hours had under-infused. On april 27th at 2100 hours the bag of medication had a remaining volume of 100ml. The remaining medication infused in 4 hours so the total delay time for the full dose was 4 hours and the infusion completed at 0100 hours on april 28th. There were no interventions needed and the patient was not harmed.

Event description:
It was reported from the bone marrow transplant inpatient unit that a secondary infusion of cytarabine started on april 26th at 2100 hours at a rate of 24 ml/hr that would infuse over 24 hours had under-infused. On april 27th at 2100 hours the bag of medication had a remaining volume of 100ml. The remaining medication infused in 4 hours so the total delay time for the full dose was 4 hours and the infusion completed at 0100 hours on april 28th. There were no interventions needed and the patient was not harmed.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available, d15 - cause not established and manufacturer narrative - the actual date of event is unknown. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 03jan2018. The review was performed from the date of manufacture to the present date 05may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported from the bone marrow transplant inpatient unit that a secondary infusion of cytarabine started on april 26th at 2100 hours at a rate of 24 ml/hr that would infuse over 24 hours had under-infused. On april 27th at 2100 hours the bag of medication had a remaining volume of 100ml. The remaining medication infused in 4 hours so the total delay time for the full dose was 4 hours and the infusion completed at 0100 hours on april 28th. There were no interventions needed and the patient was not harmed.